Event description:
The customer reported that she noticed insulin in the reservoir compartment while changing the infusion set, and it has been the second time it has happened. The customer stated that she turned the reservoir upside down, the insulin was leaking at the end of the reservoir. The blood glucose reading was 196mg/dl. No further information was provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.